Manufacturer narrative:
Evaluation summary: product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified at the time of this report. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported deposits on implanted lenses. The sterilization process at the facility was reviewed, but a possible root cause was not identified. The only recent change in the facility's protocol was related to use of nsaids. The hospital decided to switch back to the previous nsaid medication. No information was provided regarding outcome of this measure. One of the patients was sent to a third facility to have the deposits removed with laser. Additional information has been requested but not received to date. This is one of two reports being filed for this event. This report is for the patient who was referred to a third facility for laser treatment.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation.

Event description:
Additional information was provided by the doctor. Intraocular lens (iol) clouding was observed in a number of patients in short succession. Due to not having an explanation of why the clouding occurred, they decided to change the eye drops used in the perioperative schedule back to the previous schedule in 2015 and before.